Event description:
During a terumo bct service call it was reported that air was in the return line. Patient information is unknown at this time. There was no allegation of serious injury or medical intervention. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo service technician checked out the machine at the customer site. Due to the reported air in the return line the rotor was disassembled. An acda leak in the raceway was observed. The fluid stuck instead of rolling against the tube so the rotor probably caused the air in the return line. A full test of the return line air detector was done and the sensor was fully operational. The raceway and rotor were cleaned and the system is fully operational. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the device alarmed as intended, no concern for air to patient. No further reporting will be provided as this does not represent a reportable event. Root cause: a root cause assessment was performed for this complaint. The root cause on device 1t01725 was determined to be a defective rlad sensor. The root cause on device 1p07103 was determined to be due to acda in the return pump raceway which caused the pump rotor to bend the return pump header tubing. The cause of the acda in the pump rotor was undetermined but possible causes include: * acda luer not attached effectively by customer * defective correct connect luers * correct connect luers damaged during fitting

Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: a terumo service technician checked out the machine at the customer site. Due to the reported air in the return line the rotor was disassembled. An acda leak in the raceway was observed. The fluid stuck instead of rolling against the tube so the rotor probably caused the air in the return line. A full test of the return line air detector was done and the sensor was fully operational. The raceway and rotor were cleaned and the system is fully operational. Investigation is in process, a follow-up report will be provided.

Event description:
During a terumo bct service call it was reported that air was in the return line. Patient information is unknown at this time. There was no allegation of serious injury or medical intervention. The collection set is not available for return because it was discarded by the customer.